Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the contrast, up and down contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the contrast and up symbols were worn but the rubber keypad was intact. The audio bolus button was found to be torn. A torn bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The torn bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The ok button was intermittently unresponsive and the up and down keys were unresponsive. Evaluation revealed contamination was found under the contrast, up and down key contacts. Unrelated to the complaint, evaluation revealed a scratched and a discolored/faded display screen, which has no effect on insulin delivery function. There was moisture corrosion found in the pump compartment. (B)(6).